Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's leads migrated and patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.